Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, confirmed the cannula lever was getting stuck and would not fully release. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to pass in-house test in normal mode. The unit was also tested on a patient fixture platform and passed all tests. The reported problem was confirmed via logs review but was not replicated during in-house testing. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the universal surgical manipulator 4 (usm) cannula mount was not working. When the lever was used, the inner brass blocks were not responding. The customer changed out the drape and ensured the sterile adapter was clear of bunched up drapes. The customer elected to swap out the patient side cart with another system's psc to continue as planned. The procedure was completed with no reported injury.